Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device handpiece is not functioning as intended. No further details provided regarding the event. No patient harm, or injury reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates.

Event description:
Updated event description: the reported issue occurred in the beginning of a therapeutic procedure when it was plugged in and the console showed h.p. Malfunction. There were no other devices involved in the event. There was no delay in the procedure. The intended procedure was able to be completed. The same device was not used to complete the procedure. It was unable to be provided whether there was patient injury or medical intervention. It is unknown how the device became broken. No part of the device fell into the patient. The date this event occurred on was unable to be provided. The settings were also unable to be provided. It is unknown if the connection was secure. There were no warnings, errors, alarms or alerts. The device was not inspected. However, there was no damage or abnormalities observed. The device did not become hot. This did not result in the diego cutting moving out of place or not being able to be controlled. It is unknown if there were any issues noted with the function of the burr or blade. It is unknown if there was any damage noted with the burr or the blade. It is unknown if there was any damage to the cable.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, d10, g4, g7, h2, h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the device motor works intermittently due to heavy rust on the landing of connector and rust on the blade connector pins. After cleaning the rust, the unit passed all tests. Olympus will continue to monitor complaints for this device.